Event description:
When the 2.75 x 23 mm cypher select plus was being connected to the inflation manometer, the tech noted that the hub of the cypher was cracked. There was no damage noted to either the box or inner packaging of the device. The stent had no contact with the pt.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Add'l info will be submitted within 30 days of receipt.